Event description:
Philips received a complaint by the customer on the v60 indicating that the v60 would not stay in standby mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the v60 would not stay in standby mode. The remote service engineer (rse) advised the customer to perform performance verification testing (pvt) to diagnose the issue but suspected the issue to be related to the flow sensor. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 09jul2024, 26jul2024, and 02aug2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.